Event description:
Pt complained of increasing pain recently. The pt was seen on 11/20/96 and 1.2ml infumorph 21 mg/cc (diluted in pfns) was injected via the device port. The pt immediately developed severe perirectal pain (10 on scale of 1-10) and leg spasms. When the symptoms continued, an anesthetic (marcaine .75) was injected via the device port and the pt responded to the anesthetic dose as expected. However, as anesthetic was wearing off, pain and severe spasms had returned. The pt was put on a continuous block since then. The physician was calling for info on previous experience with similar events. He inquired whether this could be a "mass effect" caused by bolus into the device catheter that had developed a sheath or become adhered to the cord. The MFR nurse informed the physician that she had no info on the situation he described or experience with the signs and symptoms of the severity he has described. The MFR nurse inquired whether the physician understood that the catheter and device port volume was 0.8ml and its relationship to the dose that the pt received. The physician stated that the pt was receiving the same daily dose, so he did not think a dose of 0.8ml x 21mg/ml pfms (16.8mg)would contribute to these symptoms. The physician stated that he checked the drug with the pharmacy and it was informorph, and that he diluted it himself with preservative free normal saline. The MFR nurse asked if the physician thought there was any indication that the catheter migrated further into the intrathecal space. The physician wished to speak with another physician with experience with the MFR's device. The physician did not indicate that he wished to pursue this. The physician asked if the device was MRI compatible. The MFR stated that the device is MRI compatible. The physician then stated that the pt had an artificial hip. So the physician would need to use CT. The physician stated that he planned to get a CT, and if no other determination of cause for the pt's symptoms could be made, the physician felt it would be necessary to remove the device catheter as soon as possible to prevent paralysis. The MFR nurse stated that she could provide no other info related to the device or therapy, and thought his plan reasonable if symptoms persist. The MFR nurse inquired whether the physician wished the MFR nurse to call later when the CT was completed and the physician stated that the MFR should call on 11/21/96 for follow-up.

Manufacturer narrative:
Further communication via a MFR nurse, on 1/16/97, revealed that the pt expired one day prior to her scheduled discharge. During conversation with the physician, on 1/7/97, the physician stated that the pt's death was probably due to a pulmonary embolism and was completely unrelated to the device, which was functioning properly. The pt's admission to the hosp the previous week (12/96) was due to a very rare condition described as transverse mylenitis arachnoiditis which is reportedly caused by very high doses of morphine. The physician performed a CT scan, adjusted the pt's dose of morphine, all with good results. Since it had been several days since the pt had her minor catheter procedure performed, her death did not meet criteria for a coroner's case, and a post-mortem examination was not done. The final outcome of this incident is that the pt and device were stable in relationship to the infusion of intrathecal morphine via the device; the pt was receiving good pain control, was comfortable, and awaiting discharge to home next day. The pulmonary embolism was not related to the device or therapy, and most likely due to the complex medical history of the pt. The MFR's investigation of this event involving the pt's increased pain is inconclusive. Based on the info available, and the device analysis, this event does not appear to be attributable to the device or a device malfunction; however, no conclusion can be drawn as to the cause of the pt's symptoms. The facility will notified of our review of this incident. No further info is available. The MFR is now closing its file on this event. 11. Corrected data on the previous report the MFR report # was incorrectly reported as 1219454-1996-00538. The correct MFR report # is 1219454-1996-00535. Under section d6, the lot # was reported as unk. The correct lot # is 11674.